Event description:
Patient reported that pump alerts of a climate control code occurred, causing the pump to shut down and stop insulin delivery automatically. There was no reported impact to the customer's blood glucose level. The patient declined assistance with customer technical support, and no further action was needed.